Event description:
It was reported that at implant, it was not possible to extend the lead's helix and therefore was not able to screw the helix in. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. Analysis revealed that the helix/lobe was distorted/bent. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood in/on the helix/lobe mechanism, there was a non-electrical miscellaneous finding on the tip electrode, and the lead appeared to have been damaged at implant. It was also noted that the steroid ring was damaged which was unable to determine when this occurred. Also, the blood in the distal conductor likely entered through the is-1 pin as no insulation breach was observed.